Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
On an unspecified date, blood reported leaked out of the end of the j-loop with the following medical device: 9" (23 cm) appx 0.69 ml, pressure infusion (400psig) ext set w/remv microclave® clear, clave® clear, clamp, rotating luer. The nurse was using a syringe to flush the patient's peripheral IV. The j-loop set was attached to the insyte with an endcap. The endcap stayed connected to the syringe that was used to flush the site and this led to unexpected blood leaking from the end of the j-loop where is supposed to be and intact and secure leurlock cap. After clamping the j-loop, the peripheral IV (piv) removed intact. There was no patient harm.